Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Unopened samples of product code 8711, lot # llj155 were returned for analysis. This product code is double armed. The issue sample was not received for analysis. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area were as expected. The sutures were examined along of strand and no defects or damage were noted. Functional test was performed on the samples and the tensile force met the requirements. Per the condition of the representative samples, no breakage suture were noted. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Initial procedure date. Date that suture breakage occurred post op? Patient indication for initial surgery. How many sutures broke post operatively? On what tissue was suture used? How was the suture tied? How was the suture placed? What was the condition of the tissue where suture was used (normal, diseased, weakened)? Was there any patient predisposing event (cough, fall, etc) prior to dehiscence? What medical or surgical interventions were performed? Can you describe the appearance of the suture during the second procedure (location of breakage)? Can you describe the appearance of the knots during the second procedure? Did the knots untie post op? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What in the physicians opinion are the factors contributing to the event? Patient current condition. Patient demographics: age or dob, bmi, gender. Patient pre-existing medical conditions. Is the actual sample available for analysis? Are there any pictures available of the broken suture?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. Post-operatively, the patient had to be readmitted due to the suture breaking. It is unknown how the surgeon addressed this issue and the patient¿s current condition is also unknown. It is unknown how long after the initial operation this occurred. Additional information has been requested.